Event description:
The facility reported a colleague infusion pump with a "pump head module keypad that was inoperable". The reported condition occured during bio-med testing. There was no patient injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. Review of the complaint history reveals similar reports have been received for this product or the reported issue. This issue is currently being investigated.